Event description:
The customer contact reported the device alarmed with an s321 (battery charger timeout) error code. The device was returned to the biomed dept with an unsigned noted that stated, "malfunction code (B)(4) 2014." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, an e321 (battery charger timeout) error code was noted. This error occurs when the battery cannot be fully charged within 8 hours. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found that the device alarmed with an e321 (battery charger timeout) error code. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.